Manufacturer narrative:
(B)(4). No frozen screen noted. However, unit was received with a critical pump error (open book image) alarm due to moisture damage electronic assembly. Unable to perform displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to critical pump error (open book image) alarm.

Event description:
Information received by medtronic indicated that insulin pump's screen turned blank. Customer changed battery with new one but display did not returned. No harm requiring medical intervention was reported. Insulin pump will be returned for analysis.